Manufacturer narrative:
Per the tandem user guide: section 6.4 "filling tubing" of the pump user guide instructs the user to perform the fill tubing sequence before initiating insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 568 mg/dl, and trace ketones. System check with tandem technical support confirmed the pump was functioning as intended, however, it was identified that customer did not complete the fill tubing step during the load sequence. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.